Event description:
It was reported that the patient received an alert for high, out of range, pacing lead impedance. Lead dislodgement and decreased sense amplitude were noted. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . A fracture of the outer coil was noted at 6.0cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance.